Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found a defect flow sensor and a polluted shunt-valve. The technician replaced the defective parts. The device was decalcified and a functionality check was successfully performed. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
It was reported that the hcu40 displayed the error message "pat. Water flow low". Additional information: there were no patient involved the incident occurred on start up of the device. (B)(4).